Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse called for a peritoneal dialysis (pd) patient and reported during pd treatment she received a cycler alarm and canceled the treatment. When she removed the cassette she noticed that the inside of the cassette area was all wet. It was unknown where the fluid came from. The nurse confirmed there was no issue with overfill and no injury occurred and stated no medical intervention or additional treatment was needed as a result of the reported fluid leak. The nurse confirmed no prophylactic medication was provided. Per rn the sample had been discarded and was no longer available for return.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse called for a peritoneal dialysis (pd) patient and reported during pd treatment she received a cycler alarm and canceled the treatment. When she removed the cassette she noticed that the inside of the cassette area was all wet. It was unknown where the fluid came from. The nurse confirmed there was no issue with overfill and no injury occurred and stated no medical intervention or additional treatment was needed as a result of the reported fluid leak. The nurse confirmed no prophylactic medication was provided. Per rn the sample had been discarded and was no longer available for return.